Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information that while implanting the ins, the physician was unable to advance the lead into the 8-16 port. Several attempts were made but the lead would only go part way into the port. The set screws were unlocked, everything was done that could possibly be done and still the lead would not advance. The pt was implanted with another device without further problems and recovered without sequela.